Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The user had to manually turn on the flexvision computer to resolve the issue. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.